Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and was explanted after approximately 4 years of service. It is unknown at this time if a similar device was implanted as a replacement. The device will be returned to guidant, where it will be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.